Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and had the customer turn the x3 off/on and re-seat the battery after the patient had left the bed, and the customer confirmed that the message disappeared. The customer agreed to use the device as it is and to wait and see. The cause of the reported problem is unknown. As the restart resolved the issue, the cause was unable to be traced to one thing and is unknown. The reported problem was not confirmed. The engineer advised the customer to use the x3 as a standalone unit and re-seat the battery, and the customer confirmed that the message had disappeared. The customer agreed to use the device as it is. No subsequent calls have been logged for this device/issue. If additional information is received the complaint file will be reopened..

Event description:
It was reported the intellivue x3 displays a speaker malfunction error message in companion mode. It is not confirmed if there was still sound in stand alone mode. The device was in use at time of event, there was no adverse event reported.